Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration (confirmed via x-rays). As a result, the patient underwent surgical intervention (B)(6) 2018, wherein the scs system was relocated. Effective therapy was established post operatively.